Event description:
Ous MDR - the physician reported this lead was explanted due to oversensing, leading to 4 inappropriate therapies. The lead was not returned for analysis and no further information has been provided. Should additional information be obtained, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The performance of the lead fragments was scrutinized. The inspection demonstrated multiple abrasion marks and a rubbed through insulation at the distal part of the lead. These damages can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, the vcs shock coil was found deformed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.